Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed power system error. The customer also reported that the insulin pump was constantly rewinding. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was not completed due to the customer disconnecting the call. The insulin pump will be returned for analysis.